Event description:
Pursuant to dr. (Redacted) correspondence, several years ago he successfully had a stryker hip implant placed in his left leg. After approximately one and half years, he began to present signs of loss of balance. Later, he stated that he began to present various more severe symptoms of the following: open lesions on his legs & thorax, lungs began to deteriorate, recurring bouts of pneumonia, epiglottis began to fail to close properly and allowing food & liquid to get into his lungs, permanent feeding tube and tracheotomy was placed in, and he now relies on a breathing machine at night, and he takes several medications. He has since learned that the type of implant that was used on him was defective. He alleges that the implant was made in part from cobalt metal, and was made in such a way that the cobalt from the implant was gradually poisoning dr. (Redacted) body. Dr. (Redacted) original implant has been removed, and a new one has been implanted. Dr. (Redacted) states that he recently developed severe arthritis. Dr. (Redacted) states that his cobalt levels before his replacement surgery were measured at 12.8, and six months after the defected implant was removed they have dropped down to just under 1.0. Dr. (Redacted) takes issue with the fact that stryker failed to inform the recipients of these devices long after they knew about their potential problems.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding abnormal cobalt levels involving a cobalt chrome femoral head was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported abnormal cobalt levels determined due to the minimal information received.

Event description:
Pursuant to dr. (Redacted) correspondence, several years ago he successfully had a stryker hip implant placed in his left leg. After approximately one and half years, he began to present signs of loss of balance. Later, he stated that he began to present various more severe symptoms of the following: open lesions on his legs & thorax, lungs began to deteriorate, recurring bouts of pneumonia, epiglottis began to fail to close properly and allowing food & liquid to get into his lungs, permanent feeding tube and tracheotomy was placed in, and he now relies on a breathing machine at night, and he takes several medications. He has since learned that the type of implant that was used on him was defective. He alleges that the implant was made in part from cobalt metal, and was made in such a way that the cobalt from the implant was gradually poisoning dr. (Redacted) body. Dr. (Redacted) original implant has been removed, and a new one has been implanted. Dr. (Redacted) states that he recently developed severe arthritis. Dr. (Redacted) states that his cobalt levels before his replacement surgery were measured at 12.8, and six months after the defected implant was removed they have dropped down to just under 1.0. Dr. (Redacted) takes issue with the fact that stryker failed to inform the recipients of these devices long after they knew about their potential problems.